Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaints for list number 07k65, however, an increase in complaint activity for lot 69104ud00 was not identified. A device history record review did not identify any related potential non-conformances, deviations, or non-conformances associated with the complaint lot in relation to this issue. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 reagent lot 69104ud00 was identified.

Event description:
The customer observed a falsely elevated architect free t4 for a (B)(6)-year-old male. The following results were provided: (B)(6) 2025, sid (B)(6), initial result >5 ng/dl; repeat result= 1.01 ng/dl; 2020 test history, initial and repeat result >5 ng/dl. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect free t4 for a (B)(6) male. The following results were provided: on (B)(6) 2025, (B)(6), initial result >5 ng/dl; repeat result= 1.01 ng/dl; 2020 test history, initial and repeat result >5 ng/dl. There was no impact to patient management reported.